Event description:
It was recorded that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message. A replacement procedure is scheduled. This s-ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was recorded that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message. A replacement procedure is scheduled. This s-ICD remains in-service at this time. No adverse patient effects were reported. Technical services (ts) provided data analysis, and premature battery depletion (pbd) was confirmed. Device replacement was recommended. This s-ICD remains in-service. No adverse patient effects were reported.